Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection revealed double cannulae where the second cannula was partially adhered to the first cannula as excess adhesive was found. The second cannula was sticking out underneath the shield. A quality notification review revealed one notification in the past two years for improper lube coverage. The product in question was scraped. For the potential lot # 6074824, a review of the device history record and quality notifications revealed that there were no out of spec conditions recorded. However, there were machine down times reported for hub loader, shield waste/camera faults, and high adhesive waste. The shield pull force values ranged from 2.2 lbs to 4.8 lbs. With a 2.8 lb average. The specification limit is 0.5 - 5.5 lb with average = 4.5 lbs. For the potential lot # 6166721, a review of the device history record and quality notifications revealed that there were no out of specification conditions recorded and the only notation was to document racks jamming at the rack inverted. This would have no effect on the issue reported as this area is after the cannula is loaded in the hub and the epoxy is cured. The shield pull force values ranged from 2.2 lbs to 4.2 lbs with a 3.1 lb average. The specification limit is 0.5 - 5.5 lb with average = 4.5 lbs. Conclusion: our quality engineer notes that a possible root cause for this incident is a mis-assembly at the cannula operation. If a needle misses the hub and falls on to the adjacent needle on the rack and the operator does not see it, the epoxy cures and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. A CAPA has not been initiated for this incident but the cannula assembly area on the nip lines are being modified to prevent mis-assembled cannula from accumulating and possibly causing double cannulae.

Manufacturer narrative:
The exact lot number involved in this incident is unknown. Two following potential lot numbers have been provided: lot 6074824; expiration date 03/31/2021; manufacture date 03/14/2016. Lot 6166721; expiration date 05/31/2021; manufacture date 06/14/2016. (B)(4). Device evaluation: a sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the technician was stuck by the needle of the unused device.